Event description:
Customer reportedly received the following results on the performa nano system: 06:10 p.m. Hi (greater then 600 mg/dl) 06:14 p.m. 294 mg/dl 06:16 p.m. 108 mg/dl 06:17 p.m. 130 mg/dl 06:25 p.m. 75 mg/dl 06:27 p.m. 80 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).